Manufacturer narrative:
Pr (B)(4): initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.the actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
External ref # (B)(4). Material no: unknown batch no: unknown. It was reported that clinician and/or any patients have encountered leakage during luer lock disconnection and sleeve while using the bd phaseal¿ optima injector. Verbatim: clinician experienced: -leakage occurred at luer lock disconnection and sleeve. -did not result in harm. Please see attached excel sheet for additional information.